Event description:
The prior week I underwent a double mastectomy and simultaneous reconstruction six months after a bc diagnosis and chemotherapy. On (B)(6), I felt terribly ill and called the surgeon. Upon examination, she determined that my adm had not integrated, but was dissolving. On (B)(6) 2012, I had an explantation and my chest cavity was rinsed of debris with shower heads. I was sent home to "heal." My skin, in healing, then scarred to my ribcage. I underwent many hours of physical therapy (at (B)(6)/hour, not covered by insurance) to get some relief from the pulling. I went through a lot of suffering before I traveled to (B)(6) the following year for an experimental fat transfer which released the scar tissue. This report is to confirm the explantation of the tissue expanders, allergan, style 133 mx, 13 cm-500 cc, lot 237-8914, and removal of the adm only identified as "left breast skin" and "right breast skin." Check with dr. (B)(6). FDA safety report ID# (B)(4).